Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.0/+0.5/094 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to elevated intraocular pressure. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4). Twenty-four review of the file indicates that the lens was not implanted in accordance with the dfu requirements. Patient age below 21 and anterior endothelium chamber depth is below 3.0mm for vicl/vticl. Work order search: no similar complaints were reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found haptic torn/broken/bent/deformed. Claim # (B)(4).